Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4) , alleging an unusual issue with the test strip vial - "drying desiccant wall inside container appeared more yellow than usual". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.